Event description:
On (B)(6) 2014, a representative from a multi user breast pump rental facility contacted ameda via phone call. She stated that the customer said she had "gotten mastitis from our pump". In a follow up conversation with the customer, she stated her mastitis infection was a result of low suction from the pump. This current infection is her third infection while using the elite multi user pump. The first mastitis infection (left breast) occurred (B)(6) 2014 and she was given a course of oral antibiotics. Her second mastitis infection (right breast) occurred (B)(6) 2014 and she was admitted as an inpatient for 24 hours, receiving intravenous antibiotics and discharged with a prescription of oral antibiotics.

Manufacturer narrative:
Ameda received the returned pump. Functional test results verified the device performs within specifications for both dual and single suction. Ameda was not able to confirm the reported problem.